Manufacturer narrative:
It is unknown if the x-ray tube was replaced as a preventative measure or if the system exhibited an actual failure. No additional service information was provided.

Event description:
The customer reported that the x-ray tube needed to be replaced. No patient injury was reported.